Event description:
The following information was reported to kci by the nurse: on (B)(6) 2013, the nurse stated that she could not change the dressing because the foam was "stapled" to the wound by the patient's physician. On (B)(6) 2013, the nurse reported that the physician requested that the patient return to the hospital for the dressing change. On (B)(6) 2013, the nurse reported that the patient was admitted to the hospital for conscious sedation to have the foam removed. On (B)(6) 2013, the physician reported that the patient was admitted to the hospital for a dressing change (dates not provided). The physician stated that the patient was sedated in order to remove the staples and change the dressings. The physician reported that the wound progressed. The patient continued to receive v.a.c. Therapy.

Manufacturer narrative:
Based on the information provided, this report is being filed due to possible user error.